Event description:
On (B)(6)2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Flowrate was recalibrated from 3 to -1. No report patient was involved.

Manufacturer narrative:
There are no previous complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4). Had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon further evaluation, it has been determined that the flow rate deviation does not meet the criteria to be classified as a complaint as it failed at 4.69 %. The flow rate was within specifications. The passing specification is +/- 5%. Reference to complaint #(B)(4).